Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received for evaluation. Visual inspection was performed, and the twist clamp was not fully aligned to the notch of the main body. Leak, clear passage, and clamp function testing and there was no internal leak through the closed clamp; however, the detent of the twist clamp will not fully align with the notch of the main body. The cause of the condition was determined to be a manufacturing related issue occurred during the milling process in production. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, the twist clamp of a minicap transfer set could not be closed. There was no patient involvement. No additional information is available.